Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient stepped out of their tractor cab from blowing snow and slipped and fell flat on their back. The patient had x-rays done on the back and had stim control box reprogrammed plus was sent a new recharger. It was reported that the replacement resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. H3. Analysis found the complaint was unverified. Recharger never got hot after running it for 10 mins. H6. Evaluation result code 3233 does not apply. Evaluation method code 4118 does not apply. Evaluation conclusion code 11 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the recharger (rtm) gets hot, the donut itself, maybe after 10 min of charging. Pt has to take off the donut because it gets hotter on his tissue around the implant itself. Pt said his back heats up by his battery when he charges. "It is kind of burning". This issue started probably 3 weeks or so ago. Pt mentioned he fell down this winter flat on his back and at first thought it was the root cause of the above. They took x-rays and confirmed nothing was damaged. Pt was at hcp office the other day and also talked to the rep yesterday who told pt to have the recharger replaced.